Event description:
It was reported that there was a translucent membrane inside a luer lock-to-bag-adapter internal thread located where the luer lock adapter and bag adapter are connected. This was identified during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, photographs of the sample were provided for evaluation. A visual inspection of the images observed a membrane blocking the fluid path of the connector. The reported condition was verified. The cause of the condition could not be determined. Upon further review of this report it was determined that the device issue is easily identified during preparation and renders the device as unusable. If the customer is unable or chooses not to use the compounder due to the reported issue, this could present a delay in compounding; however, the pharmacy could manually prepare the patient¿s therapeutic product to mitigate the potential delay. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.